Manufacturer narrative:
The second device listed in this report was not submitted with the initial medwatch report to FDA on 2/20/97. Please update your records with this info.

Event description:
Reportedly, the device would not appropriately sync on the pt ECG and use of the device was discontinued.